Event description:
On (B)(6) 2008, the sales representative reported that during a kit inspection the end of the instrument was slightly twisted and upon testing found that it would not engage a screw. The product was replaced with the same product. There was no patient involvement. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
No patient involvement. Product is an instrument and is not implantable. Requests have been made to return the product. Device manufacture date is unknown. Evaluation is pending upon return of the product.